Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 487 mg/dl and trace ketones. Reportedly, the customer left the ER 4 hours later. The customer believed the cause to be the pump's basal delivery was not working as intended; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information and data for review regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.